Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm model#: sc-3138-35, serial#: (B)(4), description: scs phiii ext 35cm, the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient was explanted due to the ipg being placed too shallow in the patient's skin causing the patient discomfort. The patient also reported that they have not used their stimulation in several months because the stimulation is inadequate. The patient also reported discomfort when the stimulation was turned up too high. The patient is reportedly doing well following the procedure.